Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.

Event description:
The device was later explanted for a bi-ventricular device. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that the patient implanted with this device experienced dizziness and syncope. Upon interrogation of the device, the electrogram showed that the duration of the event was greater than two hours during the time the patient reported symptoms. The physician programmed the device to monitor only to see if arrhythmias could be captured and stored a true ventricular tachycardia (vt) episode. A non-invasive stimulated procedure was to be performed to program the zone rate correctly. Technical services verified normal device operation.